Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was brought into the emergency room by emergency services (ems) and the patient was unresponsive with fixed and dilated pupils. The patient was then intubated and heading to computed tomography. The history was downloaded to try and assess what has transpired. The log file revealed an increase in power and a decrease in pulsatility index with four pump stoppages and other events associated with pump stoppage, system controller timer reset and system controller cell low events. The patient was living at a nursing home and ems was not present during interrogation. The vad coordinator suspected that the patient, nursing home staff or ems disconnected the system controller at some point. The patient expired.

Manufacturer narrative:
(B)(4). A direct relationship between the pump and the reported event could not be determined as the pump was not returned to the manufacturer. The system controller was returned and upon evaluation, functioned as intended and met all required specifications. Information recorded in the retrieved log file confirmed the reported event of pump stoppages and power cable disconnect alarms; however, the evaluation could not conclusively determine the cause of the captured events. A review of device history records for both the pump and the system controller found no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The manufacturer was advised that the device was not explanted, therefore will not be returning for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.